Manufacturer narrative:
Additional manufacturer narrative: updated event, other relevant history , and patient codes. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 27mm mitral valve was explanted after an implant duration of nine years, 11 months, due to severe stenosis. Patient presented with shortness of breath and was found to be in heart failure. Echo and cardiac cath revealed pulmonary hypertension, no coronary artery disease, and severe stenosis of previously placed bioprosthetic mitral valve. The leaflets were severely calcified and immobile. The explanted device was replaced with a 29mm mitral valve. Tee revealed the newly placed bioprosthetic valve to be functioning well. The patient was transferred to the ICU in critical condition. On pod #1, the patient went into atrial fibrillation. He was attached to the epicardial pacer and had occasional ventricular beats until pod #4. His epicardial wires were removed on pod #5 as cardiology did not feel ep studies or permanent pacemaker were indicated. Patient was discharged on pod #6. There was reported to be no device malfunction of the 27mm explanted valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 27mm mitral valve was explanted after an implant duration of nine years, 11 months, due to severe stenosis. Patient presented with shortness of breath and was found to be in heart failure. Echo and cardiac cath revealed pulmonary hypertension, no coronary artery disease, and severe stenosis of previously placed bioprosthetic mitral valve. The explanted device was replaced with a 29mm mitral valve. Patient was discharged on post-operative day six. There was reported to be no device malfunction of the 27mm explanted valve.